Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level lowered to 53 mg/dl after taking a second bolus for a breakfast that had not yet been consumed. Reportedly, the customer's blood glucose level was back in target range after eating more food.